Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific (guidant) received information that the implantable cardioverter defibrillator (ICD) model a155 could not be interrogated. It was further reported that the ICD is part of a safety advisory. The device was replaced with another ICD model t125, and no adverse patient symptoms were reported. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and plans to file a lawsuit. There were no specific allegations against the functionality of the device. As of today model t125 remains in service while the model a155 was returned for analysis. Upon receipt at guidant's reliability assurance laboratory, the device was thoroughly inspected and analyzed. Laboratory diagnostic tools were used to extract and read the memory of this ICD. Review of the device memory and device output confirmed the ICD to be pacing at a fixed rate of 70 ppm. Specific memory locations were then analyzed and confirmed to contain the signature signs of function al latching. Our laboratory technicians verified that this device had stored 78 atrial episodes, was programmed to 0% for atrial episode storage, and had enough ventricular episodes to fill device memory. On july 22, 2005, guidant issued a revised physician communication regarding programming instructions to address the possibility of device latching which limits available therapy. Additional information was received that the t125 device declared end of life (eol) approximately two years ago. A recent device interrogation confirmed that the device was unable to be interrogated. A magnet was placed over the device and there was no response. It was noted that the patient with this device did not want to endure a surgical procedure to replace the device.